Event description:
"Correspondence alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 1.5, lab: 2.67. Time between testing was not provided. Info from customer (home health agency) indicates the sample was from the same patient at the same time of day. Technical service attempted to reach the customer several times after email was received. No contact with customer was made as of (B)(4) 2013.

Manufacturer narrative:
Investigation pending.